Event description:
Gia stapler used during case and stapler clipped together and fired but did not discard any staples or ligate the gi. No harm caused to the pt. A new stapler was opened and worked properly. Stapler ref # (gia6038s).